Event description:
Additional information was received from a healthcare professional via a company representative and it was reported that the empty reservoir occurred on (B)(6) 2016. Since (B)(6) 2015, the drugs in the pump were morphine (15mg/ml), bupivacaine (10mg/ml), and clonidine (400ug/ml). On (B)(6) 2016 the doses were increased to morphine (3.99mg/day), bupivacaine (2.6mg/day), and clonidine (106.5ug/day). The doses were increased again on (B)(6) 2016 to morphine (4.751mg/day), bupivacaine (3.16mg/day), and clonidine (126.6ug/day). The pump was refilled on (B)(6) 2016 at which time 20 cc was placed in the pump reservoir. Corrected information: the following information was also previously reported: "as of (B)(6) 2016, the patient had not heard her pump alarm".

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-02-29, information was received from a consumer, via a company representative, regarding a patient who was receiving clonidine, morphine, and an unknown drug via an implantable pump (additional information regarding drug, concentration, dose, and dates of therapy was unknown). Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2016, the patient stated that a bell showed up on a device, and they could not get it to go away. The patient also reported personal therapy manager (ptm) error code 8286 (empty reservoir). As of (B)(6) 2016, the patient was refilled 3 weeks prior, and was not due for a refill; they were not sure of their next refill date. The patient had no symptom change and was "feeling great." Redirection of the patient to their healthcare provider (hcp) was recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.